Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Reportedly, the contralateral leg component was deployed while pushing up, and then touch up ballooning was performed. It was observed that the right internal iliac artery(rt iia) was covered by the contralateral leg component on the angiography after all devices were deployed. The physician attempted to push up the contralateral leg component using sheath, but a half of the rt iia was still covered, and the flow in the rt iia was delay. A guidewire was advanced from left femoral artery, and attempt was made to cannulate into the rt iia; however, a dissection was formed in the rt iia. The physician decided to monitor it, no further treatment was performed. The patient tolerated the procedure. The physician reported that no issue was observed on the angiography right after the contralateral leg component was deployed, therefore, the coverage might have been caused by touch up ballooning.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.